Manufacturer narrative:
B5: additionally, when the user pressed pump on the repeater pump with the adapter attached, nothing came out. Once the adapter was removed, the repeater device pumped successfully. H4: the lot was manufactured between march 11, 2023 ¿ march 12, 2023. H10: six (6) devices were received for evaluation. An unaided eye visual inspection was performed which observed blocked and deformed areas inside the adaptor barrel fluid pathway in all samples. A magnified inspection was performed, and completely blocked areas inside the barrel of four (4) samples and partially blocked deformed areas of the remaining two (2) samples were observed. Functional testing using sterile water was performed, and liquid flow was completely restricted of the 4 samples and partially restricted liquid flow of the remaining two (2) samples were observed. The reported condition was verified as deformed adapters, not a contamination condition. The cause of the condition was related to the manufacturing process. In the event of a fully occluded adapter, there would be no patient harm because a patient bag would not be used until the setup is complete. The pharmacist would review and approve the final bag before release to the end user. This could present a delay in compounding; however, the pharmacy could manually prepare the patient¿s therapeutic product to mitigate the potential delay. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix adapters had a small piece of plastic preventing fluid from flowing through; some of the adapters appeared to be partially blocked. This was observed during use of the devices with the repeater pump and tubing sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.